Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the customer had a third-party company replace the turbine to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a turbine failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A follow up was performed with the ket market (km), and it was reported that the turbine had failed due to damage. The investigation is ongoing.